Event description:
The customer reported a clear fluid leak which was contained in the drip tray below the blood sampling valve (bsv) of the beckman coulter coulter lh 750 hematology analyzer. The customer found a black piece of plastic which belonged to the probe wipe causing the probe wipe to leak when backwashing the probe. The customer was wearing personal protective equipment consisting of a lab coat, gloves and glasses and no injury or exposure was reported. Patient results were not affected and there was no change to patient treatment attributed to this event. Beckman coulter field service engineer (fse) found the probe wipe truck broken. Fse replaced the broken probe wipe truck and repair was verified per established procedures.

Manufacturer narrative:
Evaluation - results: broken probe wipe truck. Bec identifier for this report is (B)(4).